Event description:
It was reported that, elevated blood work, mark on the hip, doctor is going to check her out again in (B)(6) but he's not optimistic. Starting from (B)(6), she has had constant pain until about a month ago but she still has a tight feeling like rubber bands are around it.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock met specifications. The complaint history review indicated that there have been similar events for the reported family. The event was confirmed. A voluntary recall (B)(4) was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.